Manufacturer narrative:
(B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, the cause for the elevated gradients is unknown with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, the patient had a 21mm mitroflow bioprosthetic valve in place with severe ai. A 20mm s3 valve was placed inside of the mitroflow (valve in valve) in a great position with post-op echo gradients of 14-15mm/hg. The 30 day echo findings had much higher gradients (stated >30mm/hg) and the site is concerned. The plan is to have the patient return to the cath lab for a repeat assessment of the gradient on the table and if necessary use a non-compliant balloon to increase the valve size. An edwards representative will be there in case there is leaflet damage during the valvuloplasty and a second valve is required. The physician is unsure at this time if it is a misread from the 30 day echo. Updated information was received. The physician performed a balloon dilatation on his patient with first a 20 mm true balloon then a 21 mm true balloon. The gradient went from 38mmhg to 18mmhg after the ballooning. The patient is doing well.